Event description:
Upper clave y-site on gravity IV tubing gets stuck in the depressed position and secondary medications do not infuse. This has happened on multiple sets but only two have been saved and only one has lot information. Sets will be returned to manufacturer.